Manufacturer narrative:
A ge svc rep performed an onsite investigation. The software was re-installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the thumbnail images on the 9800 sys don't match the recalled image. No pt injury was reported.